Event description:
Medtronic received information that during a procedure, a scrape was noted in the myocardium at the area where the device flexarm/headlink junction was resting. The rubbing from the device caught a small vein and the bleeding was easily stopped with a stitch. The device was not replaced. There was no further patient consequence or serious injury to the patient. The product has not been returned for analysis; however, is expected. In addition, the surgeon commented that they had seen this situation with past use of this product, maybe three times, and now would rather use another version of this tissue stabilizing product. No specific dates or other information could be provided about the prior events.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no outward signs of damage. Under magnification the head-link assembly was examined. There were no rough edges that would catch and or damage tissue. The head-link was removed and additional inspection revealed no rough edges. Conclusion: analysis could not confirm the clinical observation as no defects, abrasions or rough surfaces were identified. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.